Manufacturer narrative:
During the quality investigation it was noted that the contact pins in the motor cartridge are burnt. It was also discovered that the handpiece exceeded the maximum allowed temperature.

Event description:
The core impaction drill was sent in for eval because it continued to run on its own without activation during a procedure. No adverse event was reported. The procedure was completed with the same device without any procedure delay. .